Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, high impedance, and was possibly fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.